Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the carotid artery. An 8f 90cm mach1 guide catheter was advanced to the target position and then a 6.0-22 carotid wallstent was advanced to treat the target lesion. When the physician attempted to deploy the stent, it was noted that there was no stent in the device. Angiography was performed and it was noted that the stent was inside the guide catheter. The physician removed the guide catheter and the stent together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent was not returned for analysis, however, no issues were noted with the stent holder and the stent impression was clearly evident. There was evidence that the device used during the procedure due to the presence of solidified blood along the device. The outer assembly was damaged/kinked 48mm from the base of the t-body. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the carotid artery. An 8f 90cm mach1 guide catheter was advanced to the target position and then a 6.0-22 carotid wallstent¿ was advanced to treat the target lesion. When the physician attempted to deploy the stent, it was noted that there was no stent in the device. Angiography was performed and it was noted that the stent was inside the guide catheter. The physician removed the guide catheter and the stent together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.